Event description:
Information received indicates the valve was removed due to recurrent stenosis as noted by catheterization, and device inspection at removal noted possible thrombus on the left and right coronary leaflets only. The device was explanted and replaced with no pt complication reported.